Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2010. (B)(4).